Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system got stuck on black screen. The field service engineer stated that the issue was resolved after customer restarted the station. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system was stuck on black screen with small box to enter password prevented user from retrieving medication to patient. The user was able to get medication from other station. However, there were no adverse events or injuries reported based on this event.